Manufacturer narrative:
Correction: sections should have been included in the initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented in the emergency room, for unrelated problem. Upon interrogation, it was noted that the rv lead exhibited a high impedance. Insulation break was suspected. Externalized conductors were noted on x-ray. The lead was capped and replaced on (B)(6) 2018. The patient was stable.